Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.